Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll bns plunger rods were broken/damaged. The following information was provided by the initial reporter, translated from dutch to english: "my apologies. I find another notification on this batch. Please add the following to the notification:" 2 x crooked plunger.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported there were crooked plungers, scale marking issues and loose stoppers. To aid in the investigation, eleven loose 10ml luer lok syringes were received for evaluation by our quality team. Three syringes have slight missing print on the graduation line, one on the zero line, one on the minor graduation lines between the 7ml and 8ml major graduation lines, one on the minor graduation lines between the 4ml and 5ml graduation lines and the zero line. All lines have greater than 50% of the graduation lines remaining. Another sample had light print on the minor graduation lines between the 1ml and 2ml; however, the lines could be read so these samples are acceptable per product specification. Two samples had severe missing print on greater than 50% of multiple graduation lines. Another sample had a scratch across the barrel though the '8' rendering it illegible. Two samples had damaged plunger rods. Two loose barrels and seven loose stoppers were also observed. These conditions are non-conforming per product specification. The missing print is associated with the marking process. The scratched missing print, damaged plunger rod and loose barrels and stoppers are associated with the assembly process. A device history record review was completed for provided material number 301029, lot 2027364. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2027364 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. These defects appear to be occurring at or below their expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.